Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/31/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: did the reported issue contribute to any patient adverse consequences? Were x-rays taken to locate the needle piece(s)? No x-rays were taken and I do not comment on tissue damage. What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. No immediate patient consequence but a fragment remains in the patient. We do not have any samples to send you. This is not the 1st time that an ethicon needle breaks in our home (see last materiovigilance).(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a left latero-umbilical trocar procedure on (B)(6) 2025 and suture was used. It was reported that a needle that broke during a suture of the left latero-umbilical trocar orifice. The needle fragment was not found in the patient¿s wall. Use of another suture. Ras for patient at discharge but patient informed. There were no patient consequences reported. Additional information was requested.